Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the alaris etco2 module showed a lower resting respiratory rate than was measured with an unspecified masimo brand bedside monitor. The clinician indicated the issue led to "alarm fatigue" due to the alaris module alarming for low resting respiratory rate. There was patient involvement but no harm.